Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope switch 4 is faulty. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, a foreign object was observed in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that switch 4 was worn out. Upon further inspection, it was observed that a foreign object was inside of the nozzle due to insufficient cleaning or handling of the scope. It was observed that the amount of suction was insufficient due to an abrasion of the suction cylinder caused by external factors. It was also observed that the bending angle was insufficient due to the elongation of the angle wire. Additionally, the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was observed that the flexible tube of the insertion section was crushed due to external factors. Wrinkles were observed in the insertion tube due to external factors. It was also observed that the objective lens was cracked due to external factors. Poor insulation performance was observed at the tip due to adhesive peeling of the curved rubber. It was observed that the adhesive of the curved rubber was missing. It was also observed that the adhesive of the objective lens had come off due to handling. It was observed that the suction cylinder was scraped due to external factors. It was also observed that the air and water supply cap on the water pipe was loose due to external factors. Peeling of the paint was observed on the suction cylinder, air, and water supply cylinder. It was observed that the operation part was discolored. Water coverage was observed on the electrical connector. Additionally, it was observed that the scope connector was corroded due to handling. It was also observed that the scope connector label was peeling off. Scratches were observed on the following unit components due to external factors: the insertion tube, tip cover, switch 1 and 3, the switch box, operation unit cover, up and down knob, the operation part, up-down angle fixing lever, right and left knob, the grip, scope connector, universal cord and on the right-left angle fixing knob. Given the context of the findings, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that during precleaning the facility aspirates water and air through the nozzle. The customer also confirmed that the facility wipes and brushes the air and water nozzle with a gauze brush or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of these events could not be determined however, based on the results of the investigation, it was assumed that the findings originated from the facility environment. During a follow - up with the user facility, it was confirmed that: the device event occurred on (B)(6) 2022 however, no further information was known. Olympus will continue to monitor the field performance of this device.